Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that patient¿s ¿pumps have failed¿ and he has had ¿bad pumps in¿ him. The patient stated he was thinking of not having his current pump replaced once implant reaches eos (end of service). The patient wanted to know if there were any studies about going off the pump. The patient was encouraged to discuss this with his healthcare professional (hcp). He initially wanted assistance to find a new hcp. The drug being infused by the pump(s) was unknown. No intervention or outcome was explicitly reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.